Event description:
Slight edema at treatment sites; erythema at treatment sites; patchy dry skin at treatment sites. Report received from a physician on jan. 2005 regarding a pt, with no known allergies and no history of autoimmune disease, who received injections of hylaform plus in 2004 to the nasolabial folds and chin. Three days after treatment, the pt experienced slight edema at the nasolabial folds. The physician prescribed oral antibiotics (name, dose, and duration not provided). Ten days after injection the pt's symptoms progressed to a localized irritation which included erythema, edema and dry patchy skin.